Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultrasmart meter was displaying inaccurately high readings compared to her feelings or normal results, compared to an hgb a1c reading and compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported testing on the lfs meter and obtaining readings of ¿200¿s and 284mg/dl¿ compared to an a1c test of ¿6.6%¿. The patient reported also obtaining readings of ¿114 and 284mg/dl¿ on the same lfs meter greater than 20 minutes from one another. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. However the patient reported on (B)(6) 2013 at 8:30pm she was seen by emergency medical services (ems) and a reading of ¿21mg/dl¿ was obtained and the patient was given a glucagon injection on (B)(6) 2013 at 8:30pm. It is unknown if the patient was transported to the hospital. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. The patient was found to be using an approved sample site. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue she required treatment from ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (11/01/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/21/2013 and 10/28/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/17/2013 and 10/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, the meter was found to be missing battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.